Event description:
The company received information that suggested that air was leaking from between the inner cannula and the outer cannula while in patient use. The customer reported that there was no patient injury and that the sample will be returned for evaluation.